Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the pt bled postoperatively at the jejunojeunostomy site. The pt needed to be monitored and transfused until the bleeding stopped.

Manufacturer narrative:
(B)(4).